Event description:
It was reported that the patient was last seen on (B) (6) 2010 for follow up on the implant surgery. The patient was given some derma bond because she was picking at her incision on the neck, causing some wound dehiscence. There was no exposure of the device or infection. The patient has subsequently been followed by the treating neurologist, which doesn't have any noted issued on the patient's wounds. No further details were made available on the issue.